Event description:
During surgery , drill bit got caught between screws and shattered. The threaded end of the drill bit shattered and remains in the pt. Surgery was extended 30-45 minutes due to the problem.